Manufacturer narrative:
Method: no lot info, no lenses, no device info, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: we are reporting this because we cannot confirm that there was no permanent impairment or permanent damage. There is no clear indication that the device could have caused or contributed to the incident. Conclusions: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.

Event description:
On (B)(6), ecp reported a classic clpu. Raised area in the periphery near the limbus, with a nearly white eyed presentation. No clinical data is available.